Event description:
Journal reference: hoving ma, et al. Safety and one-year efficacy of intrathecal baclofen therapy in children with intractable spastic cerebral palsy. European journal of pediatric neurology; 2008: o5.200 p1-10. The aim of the article is to study the efficacy at 12 months and safety up to 24 months after start of continuous intrathecal baclofen infusion (citb) in children with intractable spastic cerebral palsy. Reportable event: case 6. Procedural and ae's included: lumbar swelling postop resolved spontaneously. Beeping pump, no cause identified, stopped after 12 hr. The pump was also moved, no issues related. Non-procedure or device related ae's included: constipation, lethargy, nausea, vomiting, headache. See mfg report 2182207200805200.